Event description:
It was reported that during the night shift, an rn attempted to empty the foley bag when the green rubber port (with clamp) detached, resulting in urine spilling onto the floor. The foley was subsequently removed as the bag was no longer able to hold urine; removal occurred slightly earlier than planned, but the situation was managed appropriately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.